Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. A batch review for the problem during manufacturing showed no related conditions. Since no sample was available for evaluation and no further information is available, no root cause can be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
After changing to a new transfer set, the patient could not infuse or drain the dialysate because the luer lock and main body was separated. There is no patient involvement.